Event description:
It was reported that during implant procedure, capture and sensing measurements were not satisfactory on the lead. The lead was not used and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm. Final analysis was normal. No anomalies were found.